Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000503, ubd: unknown, UDI#: unknown ; product ID: bi71000144, ubd: unknown, UDI#: unknown ; product ID: bi71000135, ubd: unknown, UDI#: unknown ; product ID: bi7100553, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the gantry covers and screws were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that during  the intraoperative acquisition while the 18-year-old patient treated for t4 t12 arthrodesis was alone in the operating room, a piece of about 1 m by 40 cm belonging to the imaging system fell on the instrumentation table, next to the table of intervention. At the time of the acquisition, no personnel was present in the room (precaution in connection with radiation protection). The exact areas affected by this piece are assumed but not certain. Debris of the piece was found on the instrumentation table. Lack of sterility of the surgical site. Changed some of the existing hardware on the instrument table. A single device that was essential for the intervention was nevertheless kept, after checking that there was no nearby debris. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.